Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their tooth is sensitive to cold and is now turning grey. It was recommended that the patient cease treatment and see their dds.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.